Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 80mm aaa. It was noted that patient anatomy was outside the IFU but the aneurysm had grown significantly and the patient was not an open candidate. It was reported that during the index procedure the bifurcate delivery system could not be retracted out through the deployed stent graft due to a significantly angulated proximal seal zone. As a result, the delivery system pulled the graft into the aneurysm sac and the seal was lost. Per the physician the cause of the event was anatomy related due to the patient's very angulated neck and very poor imaging.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported loss of proximal seal during the index procedure could not be assessed on the pre-implant films provided; however, the reported contributory anatomical factors (i.e. Angulated neck) could be appreciated on the films received. Lack of post-implant CT¿s or procedural angiograms did not allow for a thorough analysis of the event. It is likely that the observed angulated neck may have been a contributory factor in the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.